Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 90% stenosed lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. The target lesion was predilated with a 2.5x15mm balloon. The physician attempted to implant the taxus express2 2.75x32mm drug eluting stent, using a kissing balloon technique, in the lad and 1st diagonal artery. However, when the taxus was advanced to the lesion following insertion of a 2.5x15mm balloon, resistance was encountered. When the physician was removing the stent delivery system (sds) from the patient, the stent came off the balloon, inside the guide catheter. The stent caught on the guide wire exit port which caused the dislodgment. The dislodged stent was retrieved from the patient. The sds had been inserted and removed twice prior to the dislodgment. No patient complications occurred. Patient status is satisfactory.